Manufacturer narrative:
The t:slim pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels between 89-436 (mg/dl). During troubleshooting with tandem technical support, a review of pump history showed several incomplete bolus alerts and site reminders. Reportedly, customer is not accurately entering correction boluses to stabilize bg levels. Customer will receive additional training and will discuss pump settings with health care provider.